Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. The patient had a cgm accuracy issue 3 days after the sensor was inserted into the abdomen. On 07/27/2024, the patient was found unconscious on the bathroom floor by her daughter. The patient¿s bg meter reading was 48 mg/dl and the cgm reading 297 mg/dl. It was not specified how long the patient was unconscious. However, when she regained consciousness, the patient was confused, disoriented, and shaking. The patient was treated (it was not specified by who) with a glucose tablet, orange juice, and "food"; the patient recovered after treatment. The patient did not seek assistance from a higher level of care. The patient was fine at the time of the report. Due diligence attempts to contact the reporter for more information were attempted but not successful. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.